Event description:
The following was reported by the pt. The pt was in drain 0 and drained 1259 mls; filed 1765ml and experienced a scale alarm, and had to re-setup to complete treatment. Drain 0) 3492 ml; fill 1) 1897 ml, drain 1)-1991 ml; fill 2) 1706 ml, drain 2) 1993 ml; fill 3) 1700 ml, drained 3) 2005 ml; fill 4) 1706 ml, drain 4) 2040 ml; fill 5) 1004 ml. The reported drain volume of 3492 is 193% of the expected drain. The pt did not experience an injury.

Manufacturer narrative:
This MDR contains all info obtained to date. A f/u MDR will be filed following completion of plant eval.